Event description:
Additional information was received that approximately one year later the right ventricular (rv) lead was surgically abandoned due to continued low shock impedance measurements. A new rv lead was successfully implanted with the existing device. This product remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement. The field representative was unable to obtain any additional information from the clinic regarding this patient. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--